Event description:
It was reported by healthcare professional ¿when the cava was laid, the guide wire could no longer be advanced, (according to dr. There must have been a small kink in the wire). When the wire was pulled out, it "dissolved" ¿ according to dr. Did not use excessive force. A crease was made by us to see how much force is required to cause this.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 0.035 in. ¿j¿-tip guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional ¿when the cava was laid, the guide wire could no longer be advanced, (according to dr. There must have been a small kink in the wire). When the wire was pulled out, it "dissolved" ¿ according to dr. Did not use excessive force. A crease was made by us to see how much force is required to cause this.¿